Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead exhibited noise. The patient experienced presyncope with oversensing of the noise. The lead was capped and replaced without incident. The patient was in stable condition post procedure.